Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity decreased not a expected within a six month period. Device replacement was recommended by technical services. This device was replaced. No additional adverse patient effects were reported.